Event description:
L4-s1 posterior fusion performed in (B) (6) 2009. Xpdm 5.5 ti screws placed bilaterally from l4-s1. The setscrews in l4 loosened. No indication of when. The pt developed spondylolisthesis l4-l5. This was not present at index procedure. Revision procedure was performed in (B) (6) 2010. Anterior lumbar cages (cougar) were placed at l4-5 and l5-s1. Posterior hardware was removed and replaced with xpdm 5.5 ti screws at l4-5.

Manufacturer narrative:
Nothing was returned for eval and the lot numbers are unk. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.